Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified red particle materials on the shell, creases and an opening. Device patch with lot (or catalog) number was not possible to see due to the quality of the photos. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed, rupture and silicone migration.

Event description:
Healthcare professional reported right side textured to smooth exchange, bleeding silicone, rupture, "tear along posterior wall of implant", "silicone was present in lymph nodes", swelling, "wanted to rule out alcl". The device has been explanted.